Event description:
During a therapeutic procedure being performed on a patient (age and gender unknown) a j-tube enteral feeding device was placed in the patient through a securi-t. Sometime subsequent to the procedure, it was reported that the tube was found to be completely detached from the connector. The tube was found in the patient's stomach and was then removed by the physician inserting a snare into the scope, and then withdrawing the tube via the snare through the scope. The complainant indicated that a replacement device was successfully placed in the patient. The complainant indicated that there was no adverse affect on the patient as a result of the reported problem.